Event description:
International affiliate reports the tip of the aegis modular screwdriver broke off from the instrument inside the head of a concomitant device aegis screw. An attempt was made to retrieve the broken tip by using a forceps/hemostat and suction but it could not be removed. The surgeon then decided to leave the tip in the patient and continue with the operation. The surgeon was able to lock the screw with the broken tip in place with the cam lock of a concomitant device aegis plate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The aegis modular screwdriver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not returned as it remains implanted. Fracture analysis found evidence of a torsional overload. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the aegis driver was conducted on the specific code from the complaint as a device family does not exist for this instrument. This analysis found no related complaints. The root cause for the driver¿s distal tip breaking intra-operatively cannot positively be determined. However, the optical images identified in the fracture analysis report reveals a plastic deformation at the hexlobes showing a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of this screwdriver. Additionally, no material defects or other abnormalities were observed in this analysis. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.